Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this product. Similar products, showing a similar malfunction, have been tested. Under the optical microscope delamination of some gas fibers was observed. Hence, the priming solution or blood was able to flow inside the gap between to gas fibers and polyurethane and gravity guided it to the gas exiting path along the housing. Review of the quality control process indicates that a 100% functional inspection for leakage is performed during mfg. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. The test is carried out at 1 bar (14 psi) for a time period of 75 min at a flow of 10 1/ min. During this time each oxygenator is checked for any leakage. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. Maquet cardiopulmonary ag has initiated CAPA process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. We have introduced a customer notice concerning the problem, potential risk and recommendation for handling in the event this failure occurs. ((B)(4) 2014). Additional info: the product mentioned, is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510 (k): k101153.

Event description:
It was reported that immediately after initiating ECMO, there was leakage at the gas outlet of the device. Initially, it was decided not to replace the device due to the risk, but after measuring the post oxygenator blood gas- po2 as 279 mmhg (fio2 of 100%) the decision was made to change the device on (B)(6) 2014. The po2 was measured at 448 mmhg with the new device. (B)(4).